Event description:
No new event description information to report at this time.

Manufacturer narrative:
A review of the complaint history, device history record, and documentation was conducted during the investigation. The device was not returned and therefore we cannot confirm whether this device is conforming or not. Document review was conducted which has established that proper procedures are in place in order to identify/prevent this failure mode prior to distribution. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other reported complaint for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient successfully underwent a nephroureterectomy stent insertion using a ultrathane cope nephroureterectomy set for ureteric drainage in the kidney, ureter and bladder. After one day of implantation, the device began leaking around the proximal locking hub. A repeat procedure was required to remove and replace the device. This second procedure was successful. As reported, the patient did not experience any adverse effects due to this occurrence.